Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported ta plate implanted on (B)(6) 2013 cracked after one year of the surgery. The patient had revision surgery on (B)(6) 2014. The patient is reportedly doing fine and has been discharged. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.